Event description:
It was reported that after a pulse generator replacement procedure for normal battery depletion, noise oversensing and pacing inhibition was seen with the new pacemaker. Technical services (ts) was contacted, and ts discussed possible causes and solutions. The new pacemaker remains in service. No adverse patient effects were reported.